Event description:
It was reported that during a perutaneous transluminal coronary angioplasty/stent procedure, there was difficulty in moving the stent delivery system over the guide wire while the device was still out of the body. Upon closer inspection, a clean break was noticed at the tip of the balloon from the stent delivery system. The stent delivery system was removed. No pt injury was reported. No further details were reported.